Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The reported device was not received in brézins for investigation because it was repair locally. According to provided information, the device was handled by the biomedical department of (B)(6) hospital, who carried out preventive maintenance with a change of battery because the preventive maintenance schedule had expired. Following this intervention, the device was returned to the service and has not caused any issues since. Based on this information, the root cause of this defect must likely link to an overdue preventive maintenance which was not carried out as recommended by the IFU specified in fk document but not followed by the user which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: newborn baby (premature 26 weeks +4) on enteral nutrition connected to a syringe pump at 17:30 on (B)(6) the flow rate and start of the nutrition were checked. At 6.30pm, the syringe pump was found to be switched off and the nutrition was not being administered, even though it was connected to the sector. The newborn's blood sugar was measured at 0.66 g/l. The nutrition syringe was discarded and a new one connected at 6.30pm. Risk of hypoglycaemia in a premature baby. The equipment was not up to date with its maintenance. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.